Event description:
This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a patient who was originally skin tested on 2 december 1998 with negative results. On 9 january 1999, the patient was treated with two formulations of product in the nasolabial folds. On 16 january 1999, the physician noted some redness at the treatment sites. The exact date of symptom onset was not known. On 10 february 1998, the physician noted the treatment sites as "redder". The physician prescribed oral benadryl and topical temovate. On 19 february 1999, the patient reported by telephone that the treatment sites were red and "bumpy'. On 1 march 1999, the patient reported the redness was "98% resolved". The physician believed the symptoms were a probable hypersensitivity.